Event description:
During a hysteroscopy, polypectomy, dilatation and curettage with pelvic exam under anesthesia, the surgeon introduced the mini tissue shaver and then performed resection of the tissue under direct visualization. During the midpoint of the resection of the tissue, the shaver blade jammed and the device was not functional, so it was removed. A small bright shiny (metal looking) item was observed. The shaver was checked and a small piece was missing. The cavity was suctioned and drained and a new tissue shaver was obtained, and the resection was completed. A 51 y/o female with abnormal uterine bleeding and endocervical polyp.